Event description:
Option study patient identifier (B)(6). It was reported a transient ischemic attack occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). On (B)(6) 2023, the patient presented with slurred speech, left sided facial droop, and left sided arm weakness. Magnetic resonance imaging (MRI) revealed a punctate acute microvascular ischemic focus in the left frontal deep white matter scattered punctate hemosiderin foci throughout the cerebral was suggestive of mild cerebral amyloidosis with stable extent from 2016 and chronic right frontal sinusitis. Chest radiographs revealed no evidence of active cardiopulmonary disease or significant change. A computed tomography (CT) of the brain revealed no acute intracranial abnormality or significant interval change. CT angiography of the head and neck revealed no evidence of infarct or large vessel occlusion. Additionally, a tiny region of right parietal decreased perfusion measuring 6 cc was noted, mild atrophy and mild deep white matter consistent with chronic microvascular ischemic disease. Electrocardiogram revealed atrial fibrillation and right bundle branch block. The patient was transitioned from aspirin to apixaban in response to the cva. Two days post admittance to the hospital the patient recovered with sequelae and was discharged.